Event description:
It was reported via repair work order that the height adjustment racks are severely bent which could affect stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.